Event description:
A homechoice patient (hp) reported that the cassette "malfunctioned and tried to suck in the catheter from the abdominal area." Reportedly, the patient required hospitalization. During a follow up call, the facility nurse stated the issue was not related to the catheter, cassette or homechoice device. The nurse stated there was no malfunction of any devices or supplies and was most likely related to patient error as sometimes the patient forgets to drain. The nurse stated the patient has had strokes and gets confused during therapy. The patient recently experienced seizures unrelated to therapy and continues dialysis therapy. During a follow up call on (B)(6) 2010, the following information was provided: the nurse spoke with the patient and reportedly, the patient became confused, was attempting manual therapy, and the hc was programmed to remove fluid, only there was no fluid to remove, resulting in the patient experiencing a "tugging" sensation on the catheter. Because of the patient history of seizures and strokes, the patient becomes confused. Additionally, the patient frequently goes to the emergency department for any issues he may have. The patient went to the hospital for an unrelated issue. The patient outcome is good and the patient has been reeducated regarding pd therapy, however, he needs frequent reinforcement of information.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore no evaluation was performed. The lot number is unknown therefore a batch review could not be performed. Should additional information become available, a follow up report will be submitted.